Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Though no on-site investigation was conducted. The reported issue was resolved through replacement of the interface (umbilical) cable. This was performed by a medtronic trained biomedical engineer at the site. Following this, it was confirmed that the system was functioning as designed. No parts have been received by the manufacturer for evaluation. (B)(4).

Event description:
A site representative reported that, while outside of a procedure that the system displayed an error message stating "initializing please wait" during system startup. Initial troubleshooting was performed by a trained biomedical engineer on site by replacing the interface (umbilical) cable on the system. This troubleshooting resolved the issue. There was no patient present when this issue was identified.